Event description:
The following information was received on a device tracking registration form: wiktor stent was implanted and then needed to be removed as it uncoiled upon removal of the post deployment balloon (3.75 nc ranger) after post deploy inflations. A 3.5 x 18 gfx avi stent was then implanted. Additional information indicated the stent was retrieved with a snare. Although no patient injury or intervention was reported. This report is being filed since recurrence of this type of event could cause an adverse event. The instructions for use indicates stent retrieval (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.